Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a trial patient. It was reported that the patient was having difficulty using the components. There was a communication issue with screen 12 or 13. The serial number was showing on the programmer. The trial started yesterday, (B)(6) 2016. The patient was not able to connect with the device once she arrived at her house yesterday. No symptoms reported. It was verified that the connection and the cable was fully plugged into the external neurostimulator (ens). After several attempted trying to connect again, the last screen the patient was getting was ¿unable to find device (B)(4) screen 13.¿ a healthcare professional (hcp) later reported that the patient appeared to have movement of wires. Stimulation was successful after implant and postop day 1, but on second day issues arose. The patient did troubleshooting over the phone with the physician, representative, and the manufacturer on the first day the issues arose, (B)(6) 2016. Troubleshooting included turning on/off the device, turning up/down, and changing sides of the stimulation. They removed the wires and planned for stage I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.